Manufacturer narrative:
Date sent to the FDA: 04/05/2006. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that toward the end of the mitral valve repair procedure, the balloon ruptured. The surgeon stated, that he was not suturing at the time of the rupture and had no needles near the mitral valve. The case was completed with the heart fibrillating and there were no adverse patient consequences as a result.